Manufacturer narrative:
Date sent to the FDA: 06/16/2008. Insufficient drive of disposable - conclusion: the actual device involved in this event was returned for eval and the customer's report was not verified. The eval verified that the unit performs according to procedure and that the disposable at no time stopped driving or bogged down. The power supply output was checked and a stall test was performed per test procedures. Internal inspection revealed no loose hardware or electrical connections and a full performance verification confirmed the unit's proper operation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device was bogging down. A second disposable hand piece was attempted and the problem continued to occur. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.